Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a fall and the ipg become inoperable. As a result, surgical intervention may occur to address the issue. The patient also experienced pain in the neck, documented in related manufacturer reference numbers: 1627487-2020-00237, 1627487-2020-00238.

Manufacturer narrative:
"Product problem" should also have been selected in earlier report (correction).

Event description:
Additional information was received that surgical intervention occurred to explant the ipg, which addressed the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.